Manufacturer narrative:
The product is not available for analysis. Add'l info will be submitted within thirty days upon receipt.

Event description:
The pt received two 3.0 x 18 cypher stents in 2006. After that, the pt was very tired with shortness of breath and allergic symptoms. Pt was readmitted in mid-march and the medications were changed. He was allergic to plavix. The pt was again readmitted to hospital. A cardiac cath was performed, and the physician noted that one of the 3.0 x 18 cypher stents "had not properly deployed." Pt had a cardiac cath to dilate the underdeployed 3.0 x 18 mm cypher stent. Since then, the pt noted that his allergic symptoms and shortness of breath have gone away since he was taken off the plavix.